Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized on (B)(6) 2017. The patient experienced diabetic ketoacidosis. She was nauseous and throwing up. Her temperature was rising as well. The patient was treated via insulin drip. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.